Event description:
During a routine phacoemulsification procedure the doctor reported that the footpedal would not activate reflux. The capsular bag was compromised and when the pt was examined on the following day the intraocular lens was noted to have dislocated. The doctor performed a secondary surgery to remove the lens and replace it with an anterior chamber lens. A vitrectomy was also performed during the second surgery. The pt is expected to recover fully.